Manufacturer narrative:
The reported tears noted at explant were confirmed. Cusps 2 and 3 were torn. All three cusps contained marked thinning and loss of collagen. Outflow pannus was noted on the stent at cusp 3. No inflammation or significant calcifications were present. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. In the absence of any calcification or evidence of infection, the reported event is consistent with a non-calcific leaflet tear. A non-calcific leaflet tear is a form of structural valve deterioration (svd), which is a well-known complication from valve replacement surgery. A non-calcific leaflet tear is commonly attributed to increased operational leaflet stress but may also be related to biological factors which result in tissue degeneration characterized by loss of collagen. Histological evaluation revealed marked thinning and loss of collagen throughout the cusps, which could have contributed to the tears and regurgitation. Furthermore, the pannus noted on the outflow surface had the potential to induce increased stress on adjacent leaflets and create an unbalanced stress relief distribution between all leaflets during coaptation, leading to leaflet tears and reduced durability.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2014, a 25mm epic stented porcine heart valve w/flexfit system was implanted due to endocarditis (resolved.) In 2019, mitral regurgitation was confirmed on echocardiogram. In (B)(6) 2019, the patient reportedly began to experience dyspnea. On (B)(6) 2020, the epic valve was explanted due to the mitral regurgitation becoming severe. Upon explant, pannus formation was observed, as well as perforation on one of the leaflets on the post p1 side. Furthermore, it was reported that the leaflet became detached from the stents on both sides, possibly due to tears, and the leaflet was prolapsed. A new competitor's medtronic 25mm mosaic tissue valve was successfully implanted. The patient was reported to be recovering well post-operatively.